Event description:
A customer called to report consistent high blood sugar readings resulting in an emergency room visit. She activated the pod, and when she woke up, she noticed her blood sugar was high. She also began vomiting. She went to the hospital at 9:22 am. Confirmed ketones at the hospital. She was given IV fluids and kept the pod on for insulin. Doctor continued checking blood sugar throughout the day with own meter. Bg has not gone lower than 344. Pod was deactivated and changed.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or manufacturing deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unknown why the user experienced high bg levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.